Event description:
Per the clinic, on (B)(6), 2014 the patient underwent revision surgery to remove the abutment and a magnet was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.